Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are stuck. The customer's blood glucose reading was 208 mg/dl at the time of incident. Troubleshooting explained the alarm to the customer and found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No stuck button alarm during testing. No unlocked printed circuit board keypad connector during visual inspection. Device failed leak test due to cracked case behind the insulin pump near the battery tube compartment. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment.